Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/8/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any patient consequence as a result of this event? Contacted with the sales rep today via phone, please refer to the event description reported and other information requested is unknown.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * was there any patient consequence as a result of this event? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. E1: initial reporter facility name: (B)(6)h6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024 and suture was used. On the morning, at 9:00 am, the patient underwent surgery. After removing the fetus, the abdomen was closed one by one. When the doctor used suture to suture the skin, the suture broke. The doctor promptly placed the suture in a safe position and replaced it for suturing. No patient consequence was reported. Additional information was requested.